Event description:
It was rteported that is right ventricular (rv) defibrillation lead exhibited noise with oversensing. Rv lead insulation breach was suspected because noise was reproducible with isometrics via squeezing the patient's pectoral muscles. This rv lead remains in service at this time. No adverse patient effects were reported. The patient was taking time to consider possible lead revision.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that is right ventricular (rv) defibrillation lead exhibited noise with oversensing. Rv lead insulation breach was suspected because noise was reproducible with isometrics via squeezing the patient's pectoral muscles. This rv lead remains in service at this time. No adverse patient effects were reported. The patient was taking time to consider possible lead revision. Additional information received reported that this rv lead surgically abandoned and replaced due to noise. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that is right ventricular (rv) defibrillation lead exhibited noise with oversensing. Rv lead insulation breach was suspected because noise was reproducible with isometrics via squeezing the patient's pectoral muscles. This rv lead remains in service at this time. No adverse patient effects were reported. The patient was taking time to consider possible lead revision. Additional information received reported that this rv lead surgically abandoned and replaced due to noise. No additional adverse patient effects were reported. Additional information received reported that the surgically abandoned and replaced rv had previously exhibited oversensed noise with possible inappropriate shocks. No additional adverse patient effects were reported.